Event description:
Information was received indicating that a during use of a smiths medical cadd medication cassette the pump exhibited a "no disposable" alarm. No adverse patient effects were reported. Per reporter no further information was available.